Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this atrial lead dislodged approximately six hours after it was implanted. Another surgical procedure was done to reposition the lead and ensure that the patient has therapy. No adverse patient effects were reported as a result of the extra surgical procedure.